Event description:
Boston scientific received information that this implantable cardioverter defibrilator (ICD) did provide multiple inappropriate anti-tachycardia pacing and 41 joules shocks for supraventricular tachycardia, which did exhaust therapy. There were no reported adverse patient symptoms associated with these clinical observations.

Manufacturer narrative:
To date, information suggests that this medical device remains actively implanted. If new information would become available, this report will be further evaluated and updated.